Event description:
It was reported that the omnipod 5 personal diabetes manager (pdm) / controller overheated on may 28 2026, leading to failure for about 24 hours, inability to return to automated mode, screen cracking, freezing, intermittent charging indication, and long charge times. The pdm charger used is not the omnipod provided charger. The patient experienced 'flu like symptoms' and was taken to the hospital that night. The patient was diagnosed with diabetic ketoacidosis and hospitalised for approximately three days. The patient was treated with intravenous fluids and insulin via drip. The hospital staff attributed the event to the controller failure. A replacement controller is arranged to be delivered to the patient.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Based on the available information, it is unknown if this case is related to res # 91127 as the root cause of the thermal energy cannot be determined. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.